Manufacturer narrative:
Evaluation of the returned catheter could not replicate the customer reported issue. The solex 7 catheter functioned as intended. The reported leak might be due to the start-up kit (suk). The suk was not returned for evaluation; therefore, a physical investigation could not be performed. Visual examination of the returned catheter was performed and found no physical damage to the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residues on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned solex catheter was connected to a good known suk and ran with the thermogard system for an hour in the max warming mode with a target temperature of 37°c and an hour in the max cooling mode with a target temperature of 35°c, no leak was observed on the catheter. The catheter was performed as intended. During manufacturing, all catheters are 100 % inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process.

Manufacturer narrative:
The zoll has received the catheter in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
The patient underwent ivtm treatment. The solex catheter was inserted into the right internal jugular vein. The catheter insertion was smooth. Two days later, the nurse observed almost an empty saline bag. No saline fluid was noted on the patient bed or under the console. The catheter leak was suspected. The user was advised to pause the treatment and replace the catheter over the guidewire. The catheter was replaced to resume the therapy. No known impact or consequence to patient information was reported.